Event description:
It was reported the pump had migrated down in the pocket near the pelvic bone and had been causing pain and discomfort. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates bupivacaine. The pt had discussed with the hcp a possible revision. No outcome were reported. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.